Event description:
On 8th november, 2023 getinge became aware of an issue with one of surgical lights - powerled. According to photographic evidence labels were chipping off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem, d4 catalog # and d4 serial #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 8th november, 2023 getinge became aware of an issue with one of surgical lights - powerled. According to photographic evidence labels were chipping off, paint was damaged with risk of missing particles and there were glue residues on the forks with risk of missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 8th november, 2023 getinge became aware of an issue with one of surgical lights - powerled. Based on photographic evidence the designated complaint unit employee found that labels were chipping off the forks. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous h3a device evaluated by manufacturer: no, corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other, corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer, corrected h3c if other provide code - explain: n/a. Previous h6 component codes: mechanical/label//862, mechanical/coating material//4768. Corrected h6 component codes: mechanical/label//862. Getinge became aware of an issue with one of surgical lights - powerled. According to photographic evidence labels were chipping off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. As stated by the subject matter expert at the manufacturing site, label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 8th november, 2023 getinge became aware of an issue with one of surgical lights - powerled. According to photographic evidence labels were chipping off, paint was damaged with risk of missing particles and there were glue residues on the forks with risk of missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.